Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this failure mode could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver-containing catheter [ directions for use 1.method of use the device is intended for single use only and is not reusable. (1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics (2) lubricate the distal end of the catheter with water soluble lubricant. (3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (4) pull catheter to seat the balloon at the level of the bladder neck and secure placement. (5) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the urine leaked from the foley catheter on the 7th day of use. When user tried to replace the foley catheter, they could not able to drain the water from the balloon. Hence, the shaft was cut, the balloon was burst with the cystocentesis and the foley catheter was removed from the patient. Per follow up via regional partner on 04dec2020, it was unknown whether there was any damage found on the foley catheter.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The reported failure was able to be reproduced. The product used for urological care. The evaluation found salt accumulation inside the drainage eye and lumen. However the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be due to a user related (salt accumulation or block drainage lumen or no drainage eye). The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder or urethra maybe injured) 2. Applicable patients: (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) do not use on patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver-containing catheter. Directions for use 1.method of use: the device is intended for single use only and is not reusable. (1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (2) lubricate the distal end of the catheter with water soluble lubricant. (3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (4) pull catheter to seat the balloon at the level of the bladder neck and secure placement. (5) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the urine leaked from the foley catheter on the 7th day of use. When the user tried to replace the foley catheter they could not able to drain the water from the balloon. Hence the shaft was cut and the balloon was burst with the cystocentesis and the foley catheter was removed from the patient. Per follow up via a regional partner on 04dec2020 it was unknown whether there was any damage found on the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked from the foley catheter on the 7th day of use. When user tried to replace the foley catheter, they could not able to drain the water from the balloon. Hence, the shaft was cut, the balloon was burst with the cystocentesis and the foley catheter was removed from the patient. Per follow up via regional partner on 04dec2020, it was unknown whether there was any damage found on the foley catheter.